Event description:
Noise was recorded on the rv channel leading to inappropriate detection.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.